Event description:
It was reported that the buttons on the insulin pump are sticking. It was also reported that vibration on the insulin pump is very low. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33and excessive no delivery tests. No unexpected excessive no delivery alarm noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.